Event description:
A malfunction was reported on the pump, indicated by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump while instructed to call back if the issue reappeared.